Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between april 13, 2020 to april 14, 2020. H10: four (4) devices were received for evaluation. Visual inspection was performed, and it was noted that the bladders were ruptured. The ruptured bladders were microscopically examined for signs of abnormality that may have cause or contributed to the rupture. No anomaly could be identified that caused the rupture. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of four (4) small volume intermates ruptured upon filling, prior to patient use. The device was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.